Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient was hospitalized for a suspected stoma abscess and surgery was performed. Postoperatively, there was minimal redness with a little purulent secretion. A swab was taken, results pending. The tube was easy to mobilize. The site was treated with fusicutan cream, completed with peg dressing set for 10-14 days until dry wound conditions are achieved.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site abscess is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.